Event description:
A customer contacted haemonetics on (B)(6) 2011 to report that a loud noise was heard from an orthopat quick connect kit during a procedure followed by a disk break and a blood leak. No donor injury or reaction was reported. No operator injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2011 to report that a loud noise was heard from an orthopat quick connect kit during a procedure followed by a disk break and a blood leak. No donor injury or reaction was reported. No operator injury was reported. The device was not returned for evaluation; therefore, the reported problem could not be confirmed. If any additional information is provided, a follow up report will be filed. (B)(4).